Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - upon evaluation of the unit, the index knob would not turn to the locked position. There was a residue buildup present preventing the unit from locking. Unit will have all worn components replaced with new parts along with general maintenance and cleaning required. Root cause - the reported complaint was confirmed. The lock was stiff and the index knob would not turn to the locked position. There was a residue buildup which preventing the unit from properly locking. The unit required general maintenance, cleaning, and replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00485. A facility reported that the index knob on the mayfield modified skull clamp (a1059) was very difficult to turn to locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.